Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose was 72 mg/dl. Reportedly, the customer declined to troubleshoot with tandem technical support and continued to use pump for insulin therapy.